Event description:
Customer reported that during verification simulation of an imrt plan, the therapists acquired the table actuals, and the table rotation was changed from what was planned. They did not notice this at the time, and the pt was treated once with the incorrect table angles.

Manufacturer narrative:
Per info from the customer and varian help desk personnel, this issue occurred due to user error.